Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was performed, and no damage was observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking/stretching of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that prior to a procedure, the farawave pulsed field ablation catheter experienced difficulty in flushing. Attempts were made to flush with a syringe, but it was unsuccessful. There appeared to be a blockage in the catheter flush line. There was no difficulty deploying or undeploying the catheter. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter was returned for analysis.